Event description:
A peritoneal dialysis (pd) patient experienced relapsing peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, the patient was treated with imipenem (500mg, intraperitoneal) for the event. At the time of this report, the patient has not recovered from the event. On an unreported date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.